Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint "broken cable." The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, when the customer grasped the uterus, the tenaculum forceps instrument failed to respond. There was no patient injury. The customer also mentioned that the instrument had a broken cable. The procedure was completed with no reported injury.